Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis showed that the internal communication of the servo drive for two axes did not respond during movement. In this case the robot will start moving, but one of the axes does not work. The robot then detects a malfunction and the brakes are engaged. In this short time the robot follows the gravity force and fell approximately 1cm. This can only occur during a requested robot movement from the customer. The customer will see a slight shaking of the robotic stand with the c-arm which is not a risk overall. The issue was resolved after two system restarts. The service engineer swapped the servo drive with another servo drive from the same system. At the same time the drive bus-connection cable (part of the kuka robot) was replaced from a kuka service employee. The system communication was reestablished on the same day. Therefore, the exact cause of the error could not be determined. The occurrence rate of the identified cause has been checked and no error accumulation has been identified and the occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. The user reported that the c-arm moved down a little bit without any operation. We are unaware of any impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.